Event description:
The technician alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail end tube is bent. The technician replaced the side rail end tube to resolve the issue.